Manufacturer narrative:
Product was received in and preliminary testing was performed. Functional testing confirmed the reported issue with the strap slipping through the d-ring. Ongoing investigation is underway to determine the root cause. (B)(4).

Event description:
Customer reported the restraint releases when pulled by the patient. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Voluntary corrective action recall is being performed to prevent a possible hazard to patients and caregivers, as the patients may self-release from restraints. Upon investigation, it was discovered that the twice-as-tough cuffs exhibit inadequate pull-strength that may allow for the strap to slip through the d-rings. This slippage may result in loosening of the patient¿s wrist(s) and/or ankle(s), providing a potential safety risk to the patient or the caregiver. The product is being replaced with product which meets the required pull-strength. A corrective and preventive action has been initiated. Manufacturer reference file # (B)(4).

Event description:
Supplemental needed for additional information.